Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminating and the upstream occlusion seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were replaced.

Event description:
It was reported that the pump was bricked during a software upgrade. Device evaluation revealed a delaminated downstream occlusion seal and damaged upstream occlusion seal.